Event description:
It was reported the patient was inoperable as the ipg was last charged approximately several years ago. The ipg would no longer communicate with the patient programmer and charger. As a result, the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.